Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed ventricular tachycardia/ventricular fibrillation (vt/vf) prior to chest closing and developed subsequent right ventricle (rv) failure with low flow alarms. Cardiopulmonary bypass (cpb) was re-initiated and patient was stabilized and slowly weaned from cpb to heartmate3. Rv continued to struggle, and it was decided to place patient on centrimag (cmag) right ventricular assist device (rvad). Cmag rvad was placed via central cannulation. Chest was closed and patient was transported to intensive care unit (ICU).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the alarms and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure, and cardiac arrhythmia. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.